Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported, patient had left hip revision. Head and liner exchange of series 2 liner and c-taper head. Update 10/19/2018: the reason for revision was an unstable hip.

Manufacturer narrative:
Additional information lot code. An event regarding instability involving an omnifit liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: " still not enough information to justify the revision including history and x-rays of dislocations, exam of explanted components, operative reports, and clinical and past medical records." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, history and x-rays of dislocations, exam of explanted components, operative reports, and clinical and past medical records are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported, patient had left hip revision. Head and liner exchange of series 2 liner and c-taper head. Update 10/19/2018: the reason for revision was an unstable hip.